Event description:
The patient was checked by the physician recently and at that time, pacing impedance measurements were noted to be in range. No further intervention was done.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through a routine follow up. A save memory to disk was performed and analyzed. Boston scientific technical services (ts) discussed the issue and suggested measures to evaluate the system integrity. The device and lead remain in service. The patient was scheduled for a follow up on a later date. No adverse patient effects were reported.

Manufacturer narrative:
A patient follow up is scheduled on a later date. This investigation will updated as soon as further information be provided.